Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced an event of crimped cannula which led to high blood glucose levels. Symptoms were noticed after 3 or more hours after insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.